Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. Moisture damage was found on the electronic and motor assemblies.

Event description:
It was reported that the insulin pump alarmed button error, the screen froze and the device failed to power up. The blood glucose reading was 120 mg/dl. The customer stated that he had stepped onto some rocks and the device fell into salt water. He also observed a hair line crack by the reservoir compartment. There was fluid under the display noted. Advised discontinuation of the insulin pump. The customer declined to return the device for analysis. Nothing further reported.